Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper function as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sodium fluoride: 30mg blood collection tubes stopper did not meet force specifications. This was discovered before use. The following information was provided by the initial reporter: material no: 367729. Batch no: 9184898. It was reported that during bd r&d testing, the tubes were observed with second time stopper removal forces that did not meet the minimum force specification. Event description per email states: during r&d testing, we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. We also observed 1 batch of tubes that did not meet the mean force specification.